Manufacturer narrative:
The ge service rep readjusted the iris and dap after a quality test. The dap was re-calibrated, he closed the iris, and adjusted the dose reader. The system operates as intended.

Event description:
The customer reported the iris and dap displayed errors. No pt injury was reported.